Manufacturer narrative:
Investigation findings: the blade was received for evaluation without the detached portion. A visual inspection confirmed the reported problem and found the blade broke off at the shaft weld. The investigation was unable to determine a cause for this failure. A review of product history for the past 2 years shows one similar reported problem. No injuries are associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this blade in an intraoral vertical ramus osteotomy, the blade broke in the patient's bone and was retrieved. There was no injury associated with this event.